Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had been admitted to the hospital on (B)(6) 2015 with mild diabetic ketoacidosis (dka) hyperglycemia (300 mg/dl); nausea /vomiting and large ketones. Patient attributed the event to having had a fever. During troubleshooting, customer support found no other potential cause of bg issue and found no potential causes of an inaccurate delivery issue. Time/date were accurately set and the basal history was as expected. There is no indication of pump malfunction. This complaint is being reported because the patient experienced hyperglycemia.